Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. All available information was investigated and the bending/deflection of the dc shaft appears to be a normal function of lock lever retraction. The analysis confirmed the dc shaft was bending during lock lever retraction. Deflection of the delivery catheter is a normal function of clip unlocking, as the additional tension is being applied to the device when the lock lever is being retracted. With regards to the bent dc shaft during translation leading to difficult to position, since the analysis of the returned device identified a bend in the actuator mandrel, it is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) that caused increased tension on the device, and contributed to the bend in the actuator mandrel; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the observed bent actuator mandrel during the analysis could not be determined. However, the bent mandrel likely caused the bent dc shaft during translation leading to difficulty positioning. Since the actuator mandrel is located inside of the dc shaft, if the mandrel becomes bent then the dc shaft will likely demonstrate a similar bent condition. This type of damage can further result in movement/bending of the device during subsequent device manipulations and resulting in difficulty positioning the device. With regards to the sleeve steering issue, a definitive cause for the reported sleeve steering issue in this incident could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. The bend in the mandrel may have contributed to the reported user experience of the sleeve steering issue; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Use after damage (delivery catheter shaft bend). The clip delivery system was returned. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the irregular steering issue that occurred in the left atrium and ventricle and has the potential to cause or contribute to injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), it was observed that when the clip was unlocked, the delivery catheter (dc) shaft would bend approximately 80 degrees. Although clip showed this behavior, the physician decided to use the cds. The cds was advanced to the left atrium (la). When an attempt was made to steer to the mitral valve using the m/l knob and translating forward, the cds moved in the wrong direction in the la and the left ventricle (lv). Due to the steering issue, the cds was removed and replaced. One clip was implanted and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.